Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
Concomitants: 5371233 02-010-03-0220 - logic cr femoral cem, left sz 2. 5625352 204-70-00 - tibial stem ext. Screw. 5634069 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 5672460 204-32-01 - fluted stem extension 11l x 12 mm. 5743622 200-02-35 - three peg patella 35mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It is reported via legal documentation approximately 74 months after a patient underwent a left total knee replacement surgery, the patient has experienced prosthesis wear, pain, stiffness, discomfort and will likely necessitate a revision surgery in the future.